Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, one of the cups broke off within the pt and the physician was unable to locate or retrieve the fractured piece. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps. There were no reported post operative pt complications as result of this event. The pt's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.